Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "replace battery" error message was confirmed through review of the platform archive and not during functional testing. There were no device deficiencies found during evaluation of the returned console that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Visual inspection of the returned platform was performed and found no physical damage. Review of the archive data indicated user advisory (ua) 03 (error communicating with battery controller) errors occurred on the reported event date with the batteries sn (B)(4), thus confirming customer complaint. The customer was requested to return the batteries. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 14 minutes without any fault or error. The platform was tested with three test batteries by recycling the platform power several times and passed successfully with no issue.

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed 'replace battery' message upon insertion of a fully charged autopulse li-ion battery. The user used multiple fully charged autopulse li-ion batteries and the error message still occurred. No patient involvement.